Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa 00780. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Asr revision - not taken place due to patient reluctance to be operated on. Asr xl acetabular system - left hip - bi-lateral - right hip com (B)(4). Reason(s) for revision - pain, metallosis and 'sack of fluid' (poss pseudotumour) as quoted by the patient ' I now have cobalt poisoning with a reading 100' , ' MRI scans in 2011 revealed a sack of fluid on my left hip. It is still there in (B)(6) 2013' and 'since the operation I have not been able to return to this type of business because of pain and limited movement' reasons for patients reluctance for revision surgeries - infections in hospitals 'super bugs.' 'Plus there¿s the pain and convalescing. I couldn¿t go through that again!' I needed a knee replacement but the orthopaedic surgeon accidently cut a blood vessel in my leg before he stitched me up. Thankfully it was picked up by theatre staff... And thankfully there was a specialist vascular surgeon in the hospital at the time who opened me up and put in a stent ¿ or I would have lost my leg!' Patient states is frightened. Update - 6 october 2014 - claimsuite received from (B)(6) confirming patient now scheduled for surgery on (B)(6) 2014. Updated dor and all products with brand name, common name, manufacturing facilities, date of manufacture and expiry date. Update - received confirmation that revision has taken place. Taken from (B)(6) spreadsheet dated (B)(6) 2014.